Event description:
This electrode, (B)(4) is very gooey and very aggressive. There is an abundance of gel adhesive on these two lot numbers, 025655 and 036427. The adhesive is very messy and sticking to the nurse as she applies the electrode to the pt.